Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was unable to confirm the motor error alarms and rewind anomaly due to the keypad anomaly. The motor passed the motor test. Device had broken reservoir tube lip, cracked battery tube threads, cracked reservoir window, scratched display window and cracked case near display window corners noted during visual inspection tested. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump would not rewind when she was changing the set. The customer stated that this had happened in 2 or 3 occasions. Blood glucose value was 547 mg/dl which she treated with manual injection. The alarm history showed a motor error alarm on (B)(6) 2016. The drive support cap was recessed. The device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.